Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure the physician could not get an left ventricular (lv) lead impedance reading when the lead was connected to the device. The device was not used. A different device was implanted and connected to the lv lead. All parameters after the lv lead was connected to the new device were in a correct range. No patient complications have been reported as a result of this event.